Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor seal failed calibration. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. H2) device evaluation: h3, h6: one device was returned for repair with complaint that it failed downstream occlusion (dso) calibration. Visual evaluation found damaged dso seal. No previous repairs were found in the last 12 months. Primary complaint was confirmed by performing dso calibration. It failed due to defective dso sensor. The dso sensor, dso bezel, and dso seal were replaced. Upon further inspection, found latch/lock failed go/nogo test. Replaced latch/lock mechanism. Updated the software and device passed all testing after repairs.